Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported therefore, review of the DHR could not be completed. Clinical evaluation of the radiographic images confirmed the alleged failure; the distal end of the broken fluoroband is in the tibia. (B)(4).

Event description:
Instrument broke during procedure. Surgeon was unable to remove part of the broken piece and left it in the patient. Several attempts made to gather more information on patient impact however, no response.